Event description:
The customer reported to philips the device was not working. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.